Manufacturer narrative:
(B)(4) date sent 10/7/2025 d4 batch #105d59 corrected data d4: UDI#. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the cdh29b device arrived with no apparent damage, with no staples in the pockets and with the breakaway washer uncut and without marks. The device was reloaded with staples and tested with the returned washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 105d59, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the doctor was not able to fire cdh29b. He other stapler and completed the case. Patient discharged, there was no surgical delay. The procedure was successfully completed.

Manufacturer narrative:
(B)(4) date sent 9/16/2025 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the battery plugged in fully with the backlight lit? Was the device in range? Was the safety disengaged? Did the device staple? If yes, was the staple line complete (fully circular)? Did the device have staple line issues? Malforms, missing staples, no staples etc? Was the breakaway washer completely cut? Were there two complete tissue donuts? Did the device cut the tissue? Was it a partial cut? If so, what was cut partially, washer or tissue? If yes/no, was there any issue with the cut was the device locked on tissue with the anvil closed? If yes, what steps were taken to open the anvil. If the anvil could not be opened, how was the device removed. Did the surgeon turn the rotation knob full revolutions as stated in the IFU? Did the washer break completely? Was there audible and tactile feedback from the washer break? Was the firing stroke interrupted prior to full washer break? Was the device difficult to close? Was there adjusting knob issues? Did the anvil detach? Did indicator come into orange range? Were there excessive tissue between the anvil and the deck? Did the surgeon wait the 15 seconds to fire the device? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/22/2025. Additional information was requested, and the following was obtained: was the battery plugged in fully with the backlight lit? - cdh29b(manual). Was the device in range?- no. Was the safety disengaged?- yes. Did the device staple?- no. If yes, was the staple line complete (fully circular)? Did the device have staple line issues? Malforms, missing staples, no staples etc?- no staple. Was the breakaway washer completely cut? No. Were there two complete tissue donuts?- na. Did the device cut the tissue? No. Was it a partial cut? If so what was cut partially, washer or tissue?- na. If yes/no, was there any issue with the cut. Was the device locked on tissue with the anvil closed? If yes, what steps were taken to open the anvil. - extracorporial , suture removed n take out anvil. If the anvil could not be opened, how was the device removed. Did the surgeon turn the rotation knob full revolutions as stated in the IFU?- na. Did the washer break completely? - na. Was there audible and tactile feedback from the washer break?- na. Was the firing stroke interrupted prior to full washer break?- na. Was the device difficult to close?- no. Was there adjusting knob issues?- no. Did the anvil detach? - na. Did indicator come into orange range?- na. Were there excessive tissue between the anvil and the deck? No. Did the surgeon wait the 15 seconds to fire the device? Na. Is the current patient status known? Discharged. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? - no.